Manufacturer narrative:
Additional information: h10 clinical investigation: a temporal relationship exists between hemodialysis (hd) therapy utilizing the optiflux 160nre dialyzer and the serious adverse event of blood loss due to a optiflux 160nre dialyzer blood leak. The patient was given a 250 ml normal saline (ns) bolus (through arterial line of hd catheter) following the event to replace volume and as a ¿precautionary measure.¿ aside from the blood loss, the patient did not experience any additional adverse event(s).the reporter stated no defect(s) or damage was observed on the exterior of the optiflux 160nre dialyzer. However, evidence of a dialyzer membrane rupture was confirmed by the visualization of blood in the dialysate compartment. The etiology of the dialyzer membrane rupture, which preempted the event is unknown; therefore, causality cannot firmly be established. While uncommon, blood leak events are a known potential complication of utilizing optiflux series dialyzers during hd therapy. Based on the information available, the optiflux 160nre dialyzer cannot be excluded from having a causal and/or contributory role in the serious adverse event.

Event description:
Additional information was received which indicated the patient was administered 250cc of normal saline (ns) following the event. Despite the administered saline, it was confirmed the patient did not experience any adverse effects or symptoms. This action was merely taken as a precautionary measure.

Manufacturer narrative:
Additional information: b1, b2, b5, h1.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) user facility reported a dialyzer blood leak that occurred during a patient¿s hd treatment. Additional information was obtained through follow up with the unit¿s facility administrator (fa). The fa stated the blood leak occurred approximately 10 minutes into the patient¿s treatment. The blood leak was reported to be internal, and visible in the dialysate compartment of the device. The machine, a fresenius 2008k2, alarmed with a blood leak alert. Fresenius bloodlines were also being used. Blood test strips were used to test for the presence of blood, and they tested positive. No obvious damage was identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.